Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0u282, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Additional information received from the healthcare provider (hcp) reported the patient just had her device implanted and she did not even understand how to use it yet. It was also noted the patient had an appointment on (B)(6).

Event description:
It was reported that the patient had a loss of therapy. Patient has experienced a loss or change of therapy. She was feeling a vibration in the correct area but it does not appear to be working. She had increased the voltage and the pulse and sensation faded. She increased it again and it comes on strong but fades to where she does not feel it again. She was on .7 and increased to 1 volt. It was not helping with her symptoms. Caller states she has no sensation that she needs to go but states she had the device for frequency. The patient reports it also does not feel like her bladder was being emptied when she goes. The patient did not notice this before and had not seen her doctor of followed up with the doctor since implant. Frequency and not emptying bladder was reported starting two days before call date. The morning of call the patient reported that the ins (stimulator) was acting weird and she feels it and then does not. Leakage was also reported on day of call. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.